Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:d8, h2, h3, h4, h6, h11 the device was not returned to olympus and the complaint was not confirmed. A definitive root cause could not be identified and the most probable cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported during sedation of a therapeutic endoscopic retrograde cholangiopancreatography the distal cover was no longer on the endoscope when the scope was pulled out. A gastroscope was subsequently used to retrieve the cap from in front of the trachea. The cap was torn at the bottom. There were no reports of patient harm and the procedure was completed using a backup device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. D4 serial number: it was reported the serial number was either (B)(6). The following patient identifiers are linked: (B)(6).